Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced issues with a communicator and the mystim application from the beginning of therapy use with a pain stimulation implantable pulse generator, including repeated prompts to reconnect during therapy, a ¿not found¿ message, and a ¿place communicator over implant¿ message. The patient also reported that the communicator sometimes required holding the power button for 20¿30 seconds to turn on. During troubleshooting, the communicator was described as having a pulsing green light, and the patient was walked through resetting the communicator and closing out of apps, after which the patient was able to connect to the mystim application. The patient then observed an implant battery low message and initiated a recharging session, reporting the status changed from excellent to good. It was also reported that since the implant, the patient perceived the therapy was not helping as expected and described episodes of horrible pain, muscle soreness on each side of the waist extending to the inside of the hip bone, and sharp, fleeting right-sided back pains. The patient reported not perceiving stimulation despite stimulation being set around ¿5 something,¿ and reported unexpected stimulation up and down the legs after believing therapy was ¿done¿ when the handset was turned off. The patient was informed that therapy worked independently of the handset and would not turn off unless ¿off¿ was selected in the application or the implant battery depleted, and the patient was redirected to a healthcare provider for further evaluation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that the cause of the pain, not feeling stimulation and therapy not helping was determined. The most likely cause was that the communicator was not functioning properly. They received a new communicator on april 25th. The issue is now resolved and they think it is now working properly.